Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for evaluation. The material rupture was confirmed. The reported difficult to remove and physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a chronic totally occluded lesion in the mid left circumflex (cx). The 3.25x12mm nc trek balloon catheter was advanced to the lesion with resistance and the balloon ruptured at 12 atmospheres (atm) during the first inflation. The catheter was retracted with resistance noted. The procedure was completed with another trek balloon. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.